Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 5 atm. The number of inflations and to what atm is unknown. The lesion was located in the 99% stenosed, severely calcified, non-tortuous distal right coronary artery (rca). The procedure was successfully completed with another of the same device with no patient complications. Patient status is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.